Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 418 mg/dl. Customer¿s current blood glucose is unknown. Customer had no back up plan and needed to give insulin, no settings were set in old pump and customer gave herself manual bolus. The insulin pump will not be returned for analysis.